Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product analysis: the proximal portion of the lead was returned, analyzed. Analysis indicated that the exposed superior vena cava de fibrillation coil was fractured.

Event description:
The lead was explanted and not replaced as the patient received a heart transplant. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.